Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reported no backup insulin therapy method available but will reach out to health care provider to provide insulin therapy method. There was no adverse impact to the customer's blood glucose level.